Event description:
The user facility reported that the device slipped on a patient while the patient was in pins. Attempting to obtain additional information from the facility.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation will be conducted based on the reported information.